Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the device was received in reset mode due to a power on reset. The power on reset occurred within 20 seconds of a high voltage charge. The initial charging occurred due to oversensing of noise. After removal of the reset, bench and automated tests of the device found normal characteristics. It is believed that the anomaly was a result of a lead damage.

Event description:
It was reported that during a follow-up the device was found in a backup vvi mode. The device was explanted.